Event description:
The customer reported that the system displayed a stator not on error message and the power went off. The system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament drive board was replaced. The system was then found to be operating as intended.